Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the false downstream occlusion alarms caused by high signal readings on the downstream sensor. The downstream sensor and downstream pusher were replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly alarmed false downstream occlusions while in the surgical center. It was also reported that there was no pt injury.